Event description:
It has been reported to philips that the system gave an error message of ¿fluoroscopy not possible reselect application¿. The system was in clinical use at the time of the reported event, and the patient was moved to another system to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system gave an error message of fluoroscopy was not possible. Review of the system log file confirmed the malfunction. Upon troubleshooting, fse found the issue with detector of power supply. To resolve this issue, fse replaced flashlight and flat detector controller, recalibrated flat detector. The defective fdc and flashlight was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.